Manufacturer narrative:
This report is being filed to correct the date of event.

Event description:
It was reported that during a follow up noise was seen involving this electrode. Sensing vectors were acquired during pocket manipulation and it was noted that the primary and secondary sensing vectors displayed noise, and an electrode fracture was suspected. It was noted that the patient had received inappropriate shocks previously which was resolved with a sensing vector reprogramming. A review of the device data by technical services (ts) discussed evidence of non physiological noise in all three sensing vectors and recent recorded atrial fibrillation episodes. Further evaluation of the case was needed as well as x-rays to exclude lead impairment. Additional information noted that sensing vectors were acquired during manipulation and noise was reproduced with device manipulation, but not reproduced with sense b node sensing manipulation. An x-ray was performed, but it was difficult to evaluate lead integrity. It was noted that the physician will hospitalize the patient to perform a lead revision. A revision took place and no connection issue was seen. The system was explanted and visual inspection noted lead damage in the proximal part of the electrode. The electrode was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 2.8 and 7.5 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise, oversensing, and inappropriate shock alleged.

Event description:
It was reported that during a follow up noise was seen involving this electrode. Sensing vectors were acquired during pocket manipulation and it was noted that the primary and secondary sensing vectors displayed noise, and an electrode fracture was suspected. It was noted that the patient had received inappropriate shocks previously which was resolved with a sensing vector reprogramming. A review of the device data by technical services (ts) discussed evidence of non physiological noise in all three sensing vectors and recent recorded atrial fibrillation episodes. Further evaluation of the case was needed as well as x-rays to exclude lead impairment. Additional information noted that sensing vectors were acquired during manipulation and noise was reproduced with device manipulation, but not reproduced with sense b node sensing manipulation. An x-ray was performed, but it was difficult to evaluate lead integrity. It was noted that the physician will hospitalize the patient to perform a lead revision. A revision took place and no connection issue was seen. The system was explanted and visual inspection noted lead damage in the proximal part of the electrode. The electrode was returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a follow up noise was seen involving this electrode. Sensing vectors were acquired during pocket manipulation and it was noted that the primary and secondary sensing vectors displayed noise, and an electrode fracture was suspected. It was noted that the patient had received inappropriate shocks previously which was resolved with a sensing vector reprogramming. A review of the device data by technical services (ts) discussed evidence of non physiological noise in all three sensing vectors and recent recorded atrial fibrillation episodes. Further evaluation of the case was needed as well as x-rays to exclude lead impairment. Additional information noted that sensing vectors were acquired during manipulation and noise was reproduced with device manipulation, but not reproduced with sense b node sensing manipulation. An x-ray was performed, but it was difficult to evaluate lead integrity. It was noted that the physician will hospitalize the patient to perform a lead revision. At this time the electrode remains implanted. No adverse patient effects were reported.